Event description:
Reporter/patient ms. (B)(6) alleges that she has been using the equate denture cleanser from (B)(6) 2014 and the product has caused her mouth to become really sore. She had to go to the doctors because she did not know why she could not eat.